Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported esophageal fistula and subsequent death could not be conclusively determined.

Manufacturer narrative:
Corrected information: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Manufacturer narrative:
Additional information: b5, b7.

Event description:
Additional information: the patient status changed following discharge and while at home became unconscious. It is also unknown how long the patient has been unconscious. By the time the patient was taken to the hospital, there was a large amount of air in the brain, and physician determined that surgical treatment was impossible.

Event description:
Following discharge, an esophageal fistula was noted, air had entered the fistula causing a cerebral infarction and the patient expired. During an atrial fibrillation procedure on (B)(6) 2023, ablation was performed on the posterior wall of the left atrium in two places with a goal of 50 w for 10 seconds. One ablation was done that stopped at 10s, and the other one stopped at 6s as the esophageal sensor alarmed, however, the patient was discharged following the procedure with no issues. The patient later experienced symptoms of an esophageal fistula. Air had entered the fistula causing a cerebral infarction and the patient expired.